Manufacturer narrative:
Device evaluated by manufacturer - the liberte monorail (mr) stent delivery system (sds) and stent was received in the carrier tube and shelf box. The shelf box seal was torn open and the product directions for use (dfu) was present, as-received, and the inner packaging pouch and patient card were not in the box. The balloon protector and product mandrel were in place at the distal end of the device. The device was removed from the carrier tube for magnified inspection, which revealed no evidence that the device was used in a procedure or prepped for use. The returned product was consistent with the reported missing pouch; however, because the seal of the outer packaging was compromised, it was not possible to confirm that the product was shipped without an inner packaging pouch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, the sterile packaging for the 4.00x12mm liberte stent was not present. The stent delivery system was found to be in the protective hoop only. There was no patient involvement.

Event description:
It was reported that during preparation for a stenting treatment procedure, the sterile packaging for the 4.00x12mm liberte stent was not present. The stent delivery system was found to be in the protective hoop only. There was no patient involvement.